Manufacturer narrative:
No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The account reported the brakes were not holding when the brakes were set. The bed is located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).